Event description:
A malfunction was reported on a pump, causing the customer¿s blood glucose level to exceed 500 mg/dl. The customer attempted to address the high blood glucose with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support assisted the customer in turning the pump on, but the malfunction recurred. A replacement pump was sent to the customer along with instructions for handling the malfunctioning pump. Additionally, replacements for the infusion set and cartridge were provided after the customer inquired about the estimated arrival time for the new pump.